Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were undefined issues with the tandem usb charging cable. Customer did not provide further information at the time of the report. Upon follow up, customer declined to provide additional information.